Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : helix disengaged from helical channel, tip seal observation, and blood was noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (not obstructed); full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the screw didn't work. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (not obstructed); full lead returned and analyzed.